Event description:
Customer reported loose strip pads and strip jams.

Manufacturer narrative:
Customer found 3 newly opened strips with pads lifted in the corners. There were no reports of erroneous pt results or change to pt mgmt as a result. A new set of strips was provided to the customer. The reason for loose pads is under investigation.